Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room for evaluation and reported they were not feeling well. Right ventricular (rv) loss of capture was noted on the presenting electrogram (egm). The pacemaker was reprogrammed to increase rv outputs. No adverse patient effects were reported. The pacemaker and rv lead remain in service.